Manufacturer narrative:
Updated h6: updated investigation findings code to c0106, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which remains implanted) were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Product history review is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient with cryptogenic stroke in (B)(6) 2022 had a transesophageal echocardiogram (tee), where a patent foramen ovale (pfo) was detected. A 25 mm gore® cardioform septal occluder implanted on (B)(6) 2022 for the pfo closure. An echo tee control in (B)(6) 2022 showed thrombus formation on the right disc of the device, the patient was put on anticoagulant. An echo tee control in (B)(6) 2023 showed thrombus formation reduction. In (B)(6) 2023, the thrombus formation on the right disc disappeared but a new small thrombus formation appeared on the left disc. In (B)(6) 2024, the patient had an ischemic stroke in the left posterior brain region. The patient continued the anticoagulation therapy. In (B)(6) 2024, it is shown that the thrombus formation persists on the left disc (11 mm x 9 mm). A thrombophilic study was performed, which was negative. The patient continues to be monitored. No further updates reported.